Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no back arrow, left arrow, or down arrow button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.